Event description:
The pt reported that she was initially skin tested in 1995 and 1998, with negative results. 1999, the pt was treated at the nasolabial folds and the oral commissures. The procedure was without event. On the same day as the treatment, the pt noticed a "tickling" at the treatment sites on the right side. She did not inform the physician about the symptom. About one month later, the pt noticed a tingling feeling on the right side of her face and neck, not just at the treatment sites. The pt went to the emergency room (date not provided), and was prescribed oral indocin. The emergency room physician thought the symptom might be associated with the needle hitting a nerve during the treatment procedure, rather than with the product itself, but was not sure. The physician recommended the pt consult a neurologist, which the pt had not yet done. The physician who initially treated the pt with collagen had not yet been informed of the pt's symptoms. The pt was not willing to provide the names of the physicians or permission to contact.